Manufacturer narrative:
The device evaluation has been completed. The device was visually inspected and reddish material was found inside the pebax with no internal parts exposed. Then, a magnetic sensor functionality was tested on carto and the catheter failed, error 105 and 106 were observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. Improvements have been implemented to reduce magnetic and force sensor internal issues. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified a hole on the surface of the pebax of the thermocool® smart touch¿ electrophysiology catheter. It was reported that during the ablation procedure, a magnetic sensor error was displayed. A second catheter was used to complete the operation. There was no report of adverse event on patient. On 4/16/2019, the biosense webster inc. Product analysis lab received the device for evaluation. Initial visual analysis found a reddish material in the pebax sleeve. No internal parts exposed. These findings were assessed as not MDR reportable since that the integrity of the device is maintained and the potential risk that it could cause or contribute to a death, serious injury or other significant adverse event is remote. On 05/15/2019, during further evaluation, an scanning electron microscope (sem) analysis was performed. The sem results revealed evidence of mechanical damage and a hole on the surface of pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The findings have been reviewed and the issue of a ¿hole¿ on the surface of the pebax has been assessed as MDR reportable. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction through sem analysis on 05/15/2019 and has reassessed this complaint as reportable.